Event description:
Weakness in legs, paresthesias below navel, inability to control legs, pain in both knees, swelling in both knees, left knee aspirated, pain in both legs, numbness in both legs. Initial information was received in 2004 from a physician regarding a pt, (age and initials unknown), who experienced weakness in the legs. The pt's medical history, indication, therapy dates, concomitant medications and outcome were not reported. The pt received synvisc injections to an unknown site on unknown dates. Sometime after receiving synvisc the pt experienced weakness in the legs which the physician reported was possibly related to a spinal tumor or growth and not related to the synvisc. No further info was provided. At the time of this report, the pt's outcome was unknown. Additional info was received 4 days later from the physician's office. The pt received synvisc in both knees 3 months ago, the following month, and 7 days later. Pt experienced pain in both knees and called the doctor. 3 days later, they reported increased swelling and pain in the knees. The doctor aspirated the left knee and sent the fluid for analysis; the fluid culture was negative. 3 days later, the doctor saw the pt again. 4 days later, pt experienced a sudden onset of paresthesias below the navel and inability to control the legs, and was hospitalized by the primary care physician. MRI results were negative. The duration of the hospitalization was unknown. 22 days later the pt experienced pain and numbness in both legs. The primary care physician thought the pt had a possible reaction to synvisc. At the time of this report, the pt's outcome was unknown. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.